Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the patient complained of shortness of breath. The lead exhibited loss of capture at the programmed setting of 5.0 v at 1.0 ms left ventricular tip to right ventricular coil. Programming was set to left ventricular bipolar at 7.5 at 1.5 ms.